Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), and similar incident query for this product was not performed since the lot number was not reported. There were no damages noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. Guide wire separations may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the guide wire to detach. The investigation determined the reported tip separation appear to be related to operational circumstances of the procedure. In this case, it is likely that during advancement the guide wire kinked and collapsed against the anatomy resulting in the tip separation. Additionally, the treatment appears to be related to the operational context of the procedure as failed attempts were made to snare the separated tip, and ultimately embedded in the vessel wall. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was performed to treat a lesion in the anterior tibial artery. The tip of the 014 ht command guide wire was prolapsed/looped intentionally and advanced without issues. On attempting to pull the loop in order to straighten the distal tip of the wire, the tip separated in the anterior tibial artery. An attempt to snare the tip was unsuccessful; therefore, ballooning was performed to embed the tip. A non-abbott guide wire was used to complete the procedure. There was no clinically significant delay during the procedure. No additional information was provided.